Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017 . It was reported that the results of the MRI showed that the patient had multilevel lumbar spondylosis without significant change, and the leads were in place and intact. It was also reported that there were no abnormalities after the operation, the implantable neurostimulator (ins) was functioning and the patient was receiving adequate relief. The patient did a follow-up with a clinician on (B)(6) 2017 and they were scheduled for a lumbar epidural injection. There is no further information related to this event.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A family member of the patient reported that the patient fell in (B)(6) 2016 and since the fall, the patient had not been the same. The family member thought that the leads might have moved and wanted to request an MRI. It was noted that one of the leads were turned off, so only one lead was being used. In terms of the patient¿s symptoms, it was noted that they weren¿t as bad as before the implantable neurostimulator (ins) was implanted but weren¿t as good as after the device was implanted; the patient went back to using pain medication. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.